Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station needed to be reconfigured again. A field service engineer spoke to the customer and confirmed that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system need to be reconfigured. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. The pharmacist did some editing to set a new location on the station and after they rebooted the station, they need a specialist to reconfigure the station again there were no adverse events or injuries reported based on this event.